Event description:
It was reported that the battery had reached end-of-life back in (B)(6) 2022. The device has been implanted approximately six years. The patient has been lost to follow-up, so the doctor will decide whether or not to explant the device. The device remains implanted. There were no adverse patient effects.